Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used in the colon during a polyp removal procedure performed on (B)(6) 2021. During the procedure and inside the patient, the snare loop came off and was separated from the device when the physician pulled the sheath back. The detached piece was retrieved from the patient's body using a biopsy forceps. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.